Manufacturer narrative:
Investigation result completed on a smiths medical cadd legacy 6400 pump. Testing done and complaint of alarm could not be duplicated. The event log revealed " high pressure alarm " message upon starting. No fault could be isolated to pump ,however preventive measures taken to replaced the downstream sensor. Device investigated and ready for service, as passed all functional and delivery testing.

Event description:
Investigation results completed on cadd legacy 6400 pump. Summary in h. 10.

Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed an alarm for low volume when the cassette still had medication in it. There were no injuries or adverse events reported.